Event description:
It was reported that that balloon removal difficulty occurred. The 50% stenosed mildly tortuous and mildly calcified target lesion was located in left main artery (lma), left anterior descending artery (lad) and circumflex artery (lcx). Length of the lesion was more than 20mm. A 5.00 x 28mm synergy megatron stent balloon expandable stent was selected for procedure. Physician was working on left main artery (lma). Lesion was predilated with 4.00 x 20mm balloon. When a 5.00 x 28mm synergy megatron stent was advanced, resistance was felt. The delivery balloon was inflated one time at 14atm for 10 sec and when physician tried to deploy synergy megatron stent, balloon became stuck in lma, and it did not rupture. Stent was implanted (lm->lad). Procedure was completed by retrieving the balloon. This resulted in prolonged hospitalization and inconvenience to patient, but patient was and is doing well.